Event description:
It was reported that the product received presented small holes in the silicone cover. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.